Event description:
This rv lead was implanted on (B)(6) 2003 and was capped on (B)(6) 2016. A call was placed to technical services on 11/01/2016 reportedly stated that lead revision due to broken st jude medical lead. Lead was fractured, patient was depressed and passed out. Capped lead rather this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).